Manufacturer narrative:
Review of the system management (smbus) data revealed that the battery had no permanent faults or any other issues. The onboard battery successfully passed all sections of the evaluation procedure including a discharge test which is used to evaluate the onboard battery's capacity. The customer-reported issue was not able to be confirmed or reproduced. The onboard battery performed as intended with no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited an onboard battery alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver onboard battery has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia authorized distributor, reported that the freedom driver exhibited an onboard battery alarm while supporting a patient. The customer also reported that the patient subsequently changed the battery and the alarm stopped. There was no reported adverse patient impact.